Event description:
Swollen painful knee since his primary knee replacement 18 months ago.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.